Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including pressing the button in different ways and connecting to a known working power source, during which pump showed red light around button and repeated vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode before return, and advised that customer would need to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.